Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jun-2016, an fse conducted follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and changed the large syringe tip. The fse ran a stylet through the sample needle and flushed the system but the first cup still had a low area. The fse returned to the facility then cleaned and reassembled the valve, changed the sample needle, and checked the operation of the reagent valves. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective sample needle.

Event description:
On (B)(6) 2016, a customer reported low pressure error and the first quality control of the day received a low area flag with their g8 analyzer. Technical support specialist (tss) addressed the reported event with the customer over-the-phone. Tss provided assistance with performing a drain/flush. The customer stated that the drain/flush resolved the low pressure error but she will not know if the first specimen low area issue is resolved until the following morning. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.